Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem with provided x-rays but deemed the information insufficient and rejected it for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical information was submitted to a consulting clinician who confirmed the disassociation of head and stem with provided x-rays but deemed the information insufficient and rejected it for a medical review. Further information such as patient demographics, primary and revision operative reports, past/clinical medical history, and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
V40 femoral head dissociated from accolade tmzf trunion.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
V40 femoral head dissociated from accolade tmzf trunnion.